Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled with a clip partially formed in the jaws; the cycle was completed and one conforming clip was formed; the next fed clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was cycled again and it fed, retained and formed seventeen conforming clips. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip cannot completely pinch the blood vessel. No adverse events reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: there are 5 devices have problem. Each device have 20 clips that not every clip have problem which doctor have to apply more clip than normal. Additional in one case clip didn't close properly doctor trying to apply more and more till citric duct cutting. Case complete by apply clip more than usual some clip are ok some are not.